Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for right ventricular (rv) lead failure. The rv lead was found to have high unstable impedance with oversensing and several short interval counts (sic). There is a concern that the rv lead may not be fully inserted into the connection header of the ICD. The ICD and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable, the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.